Event description:
This console was not on a pt. Complainant reported that during console checkout prior to use, the computer menu selections toggled. Troubleshooting by syncardia customer support revealed that one of the computer keys on the monitoring computer was being depressed by the keyboard cover. The cover was adjusted and the problem resolved. Menu navigation on the monitoring computer does not negate the ability of the console to continue to perform its life-sustaining functions because the computer does not control the functionality of the console and is a monitoring device only. Syncardia is closing this file.

Manufacturer narrative:
Troubleshooting by syncardia customer support revealed that one of the computer keys on the monitoring computer was being depressed by the keyboard cover. The cover was adjusted and the problem resolved.